Event description:
It was reported that a patient underwent an unspecified ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, f-curve and while the cardiology registrar was maneuvering the octaray into the right ventricle it became apparent that it had become lodged on a structure. The catheter was difficult to move. Echocardiography showed that the octaray was entwined in the moderator band in the right ventricle. The consultant took over and after careful manipulation was able to free the octaray and continue the case. The device had not been deflected. The piston/knob remained functional as well. No damage was noticed. Overall, the medical device entrapment added 10 minutes to the procedure. The procedure was completed. No patient consequences were noted.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).